Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried to receive more information for this case. As neither patient's identification nor hospital name were provided on the user report, it was therefore not possible to obtain more information. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation trend analysis: no trend considering the following event was identified: metallosis. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: a complaint regarding the metasul head adapter was reported where the patient has problems related to metallosis. Only metasul ldh adapter reference number was reported. Review of received data an (B)(6) user report was received. It was translated as follows: at the time of the implantation of a second total hip prosthesis, the patient found on internet information about the mom issue related to the products implanted on the first hip. Reporting to the surgeon (not the one who implanted the first tha), description of cobalt chrome dosage : very high rate cobalt 11 ¿g/l and chrome 9¿g/l. Scan : metallosis with cystic geode. Current patient status : cystic geode, pain, fatigue, hypoglycemia, decreased vision, breathlessness, tremor, anxiety. For the defective total hip prosthesis, revision with bone graft scheduled. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary: revison is planned for the patient who has metallosis along with cystic geode, pain, fatigue, hypoglycemia, decreased vision, breathlessness, tremor, anxiety. No medical data was received to confirm the reported events. Product lot is unknown. The implantation date is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
A user report from (B)(6) competent authorities was received. It was reported that the patient was implanted a metasul ldh, head adapter and a revision surgery is planned due to cystic geode, pain, fatigue, hypoglycemia, decreased vision, breathlessness, tremor and anxiety. Elevated metal ions and metallosis were also reported.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul ldh, head adapter, m, 0, taper 12/14- 18/20 on an unknown side on an unknown date and a revision surgery is planned on an unknown date due to cystic geode, pain, fatigue, hypoglycemia, decreased vision, breathlessness, tremor and anxiety.